Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
No devices or photos were received; therefore ,the condition of the components is unk. The implanted components were reviewed for compatibility with no issues noted. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. The device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specs.